Event description:
It was reported that during a laparoscopic gastrectomy procedure, the jaw did not open after the device was fired on the gastric body at the second firing. The jaw was opened by returning the trigger to the home position by hand. Another device was used to complete the procedure. There were no adverse consequences for the patient. Additional information.

Manufacturer narrative:
(B)(4). Date sent: 04/01/2010. Jammed clip. Evaluation summary - the analysis found that one sc60 device was returned in good visual condition and with a blue cartridge reload loaded. The cartridge was received fully fired. Upon further inspection of the device, a clip was found lodged behind the knife preventing it to return completely. One possible cause for this type of damage is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Metal objects should be avoided as they can cause mechanical failures. Proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. The clamping and firing mechanism were found damaged. No functional test could be performed due to the condition of the device. The device was disassembled to verify the internal components and the left release button post was found damaged. The analysis results showed that four sc60 devices were received sterile with two different batch numbers. One device of each batch was pulled out and analyzed. Device a was received in good visual condition. The device was tested for functionality with a test reload and achieved its complete 3-stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device opened without any difficulties noted. The batch record was reviewed and no anomalies were noted during the manufacturing process.